Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 00877001440, item name metasul taper liner mm/40, lot # 2523065; item number: 00786401220, item name femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 12 128 mm stem length cementless, lot # 60581086; item number 00875706001, item name shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners, lot # 61361006. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent incision and drainage near the surgical site due to superficial infection..

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2010 due to increased pain and difficulty ambulating. Soon after the revision, the patient reported continuous drainage and tenderness from the surgical site. The patient underwent a revision of the surgical wound consisting of tissue and hematoma debridement on (B)(6) 2010. A PICC line was placed for IV antibiotic therapy. Review of received data: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical records were provided and reviewed by a health care professional. As this complaint covers the wound infection, the provided x-rays were not considered for this case. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. The sterilization certificates were reviewed and found to be according to specification. Conclusion summary: it was reported that the patient underwent an initial left hip arthroplasty on 22 feb 2007. Subsequently, the patient was revised on 09 mar 2010 due to increased pain, difficulty ambulating and loosening of the cup. Soon after the revision, the patient reported continuous drainage and tenderness from the surgical site. The patient underwent a revision surgery consisting of irrigation and debridement on 30 mar 2010. A PICC line was placed for IV antibiotic therapy. The provided medical records confirm the reported event consisting of persistently draining wound following left tha revision, which was treated with irrigation and debridement. The products remained in-situ during the I&d on mar 30, 2010, but were removed during revision surgery on (B)(6) 2019, neverhtless the products have not been returned for evaluation. The quality records of the metasul taper liner and the metasul head show that all specified characteristics have met the specifications valid at the time of production. Further, the gamma sterilization specification of the devices (metasul taper liner and metasul head) certify the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Moreover, no trend on infection has been observed for these product families. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). In addition, the applicable instruction for use state that wound infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Based on the investigation it is likely that the reported event is procedure related, nevertheless, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.